Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration\left occlusion only') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), pelvic pain ("pelvic pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and tooth disorder ("dental problems"). The patient was treated with surgery (essure removal on (B)(6) 2011). Essure was removed on (B)(6) 2011. At the time of the report, the device dislocation, abdominal pain, pelvic pain, menorrhagia and tooth disorder outcome was unknown. The reporter considered abdominal pain, device dislocation, menorrhagia, pelvic pain and tooth disorder to be related to essure. The reporter commented: discrepancy noted in essure insertion date (B)(6) 2011 and (B)(6) 2018 plaintiffs received treatment for pelvic pain, abdominal pain, menorrhagia, migration. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2011: essure confirmation test (unspecified) results of confirmation test: left occlusion only. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: plaintiff fact sheet was received. Previously reported event injury was replaced with new events: pelvic pain, abdominal pain, menorrhagia, migration, dental problems. Reporter information, date of birth, essure removal date, lab data were adder. Essure insertion date were updated. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.